Event description:
The customer reported a button error alarm and a battery out limit alarm on the insulin pump, with no significant events reportedly leading up to the alarms. The customer also reported a motor error alarm, also with no significant events reportedly occurring beforehand. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was 233 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump didn't alarm button error. However, the device had intermittent response due to corroded keypad trace. The device was received with normal operating currents, no unexpected battery out limit alarms noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The motor passed the motor test. The device had minor scratched display window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.